Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture, baker grade unknown.

Event description:
Patient¿s legal representative reported "breast hardening", "capsular fibrosis", "seroma" and "implants had also ruptured". "A total of two procedures were necessary on this day, as the severe tissue damage and the pronounced capsular fibrosis in the damaged breast and the resulting highly invasive surgical measures and complicated removal of the capsular fibrosis led to rebleeding in the breast¿. This record is for the right side. Device was explanted.

Event description:
Patient¿s legal representative reported "breast hardening", "capsular fibrosis", "seroma" and "implants had also ruptured". "A total of two procedures were necessary on this day, as the severe tissue damage and the pronounced capsular fibrosis in the damaged breast and the resulting highly invasive surgical measures and complicated removal of the capsular fibrosis led to rebleeding in the breast¿. Company legal representative later reported ruptured implant, late seroma, capsular fibrosis baker IV, cranially displaced, bleeding. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, b7, d6b, h6.